Event description:
A female customer reported that, three years ago, her friend use consept 1-step at the recommendation of a drug store staff person. The patient reportedly experienced ocular pain and lost her sight in one eye (which eye not reported), and has been almost blind in that eye since then. Per the reporter, the patient's eye doctor said that the cause of her blindness was use of consept 1-step. The reporter stated the patient has the medical records related to the event, and stated there is a white 'rim' on the surface of the patient's affected eye. This report has not been confirmed by an eye care practitioner. The reporter said the patient might call us later; but no additional information has been received. The reporter did not provide her name, street address or phone number for further follow-up. See associated report device 1: 3004148847-2013-00009.

Manufacturer narrative:
(B)(4) - 'white rim on eye surface.' The lot number of the solution used by the patient is unknown, and the manufacturer does not have any patient information that would allos us to further our investigation of the lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause of the reported event was not established. All pertinent information available to the manufacturer has been submitted.